Event description:
(Operator error) during cath procedure, operator rotated the c-arm around to either "ap caudal" or and "rao" position. While bringing the tube down, the plastic covering on the lead shield and the lead shield itself got caught on the c-arm. The shield was pressing against the pt's right forearm. Forearm was noted to have a 2x3 inch area of swelling. Dr was made aware of the injury and examined the pt's injury.